Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported excessive no delivery alarms on his insulin pump. He has had issues with no delivery alarms for the past few weeks. His last insulin pump was replaced due to no delivery alarms. Customer's blood glucose is 300 mg/dl. He treated with a manual injection. Customer is at work and unable to do troubleshooting. He stated he would call back later to complete troubleshooting. Nothing further reported.